Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the pump was interrogated multiple times. The motor stall resolved when the pump restarted. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(3 mg/ml at 42 mg/day) via an implantable infusion pump. The indication for use was malignant pain and spinal tumors. A motor stall after the patient received a magnetic resonance imaging (MRI) for a non-device or therapy issue was reported. The pump logs were read and after more than 2 hours since the reported MRI the motor stall had not recovered. There was no report of a pump alarm. No patient symptoms were noted and no further complications have been reported as a result of this event.